Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the event occured in france. Livanova field service engineer was dispatched at customer facility, confirmed the event and to fix it, patient pump 1 was replaced. The unit was tested and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed an error code related to the power used by the pump on patient side (e17). The issue occurred at the end of procedure. There was no patient impact.